Manufacturer narrative:
Of the 22 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment crack, damaged cartridge compartment, moisture and pump case leaks. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-42 years of age and between 30 and 33 pounds. Of the reported patients, 3 were male and 4 were female.

Manufacturer narrative:
Follow-up #1: date of submission 08-jan-2019 ¿ in quarter 4 of 2018, there were 2 instances of cartridge compartment w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.